Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing noise from the minute ventilation (mv) sensor in an atrial tachycardia episode during follow up. At this time no changes have been made and the crt-d remains in service. No adverse patient effects were reported.